Manufacturer narrative:
E1: initial reporter facility name: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that a leak from an unspecified location; further described as "there is a minimal puddle of liquid on the floor." The patient would complete therapy manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.